Event description:
Patient presented back to the physician with a tender bruise above the ipg site and a moving ipg in the pocket. Physician prescribed antibiotics.

Event description:
Patient presented to the physician with the stimulation lead poking through the chest incision. Physician brought the patient into the or, flushed the pocket, anchored the ipg, and closed. Physician placed the patient on IV antibiotics during the procedure and prescribed oral antibiotics after the procedure was completed.